Manufacturer narrative:
Insulin pump received with blank display due to corrosion on electronics. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unable to verify button keypad anomaly, battery power loss alarm and battery out limit alarm due to blank display. Insulin pump had corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and battery out limit alarm. The customer¿s blood glucose was 270 mg/dl at the time of incident. Customer stated that the insulin pump was alarmed battery out limit and unable to clear the alarm due to b and act buttons does not work. Customer reported that the insulin pump could have been exposed to moisture that led to battery out limit alarm and keypad anomaly. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.